Event description:
Patient reported experiencing elevated blood glucose (>500 mg/dl) and was admitted into the hospital. Patient's mother indicated that patient had eaten "quite an awful lot" on the day of the incident. Patient did not make an allegation against the device of the accessories.